Event description:
The customer reports that the unit will self-activate while the bipolar (handswitching) accessories are in use. Also, the unit is making a clicking noise in the bipolar mode. The unit functions normally in monopolar mode.

Manufacturer narrative:
The returned generator met all specifications and the failure mode described by the customer was not replicated. As preventative measure, the integrated circuits, u1-u8 onthe logic board and the capacitors across the optoisolators on the isobloc board were replaced.